Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used to perform the resection of the stomach, (during the fire the surgeon needed an angle) after the second firing gold reload the device jammed while tissue stuck within it and wouldn't open upon several attempts. The surgeon then pushed down the red reverse button, squeezed the handle plastic to plastic, but the device still wouldn't open. Since the device was still placed on tissue, there was no way to inspect the distal end of the jaws to observe knife location. The surgeon then tried to push open the device firing handle to its full extent - but this, again, didn't help open the jaws. Using an endoscopic grasper, the surgeon cleared off residue tissue on both lateral sides of the jaws. This enabled him to extract the device from within the abdominal wall, while the jaws still locked closed. Unfortunately, he used the articulation in this firing, which made a lot of troubles to extract the device. The surgeon sewed the place. A new device was used to finish the surgery. The surgeon completed the resection, fired a few clips over the staple line used "(B)(4)" (glue) and inspected the gastric pouch using methene blue. The local sales rep tried several times to open the device after the surgery - to no avail. After few hours the surgeon was calling again because greater bleeding in the drain. Procedure prolonged 60 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: did the prolonged procedure impact the patient in any way? No. How was controlled? An additional reload was fired, staple line was sewn then covered with fibrin sealant ((B)(4)). Did patient require any blood product? The patient required blood perfusion (a single unit). What other color cartridges were used before and after this event? First green and then blue. Was buttressing material utilized? No buttressing used. If so, which product? Was the instrument fired across or near an existing staple line or clip? This was not the first firing, but a subsequent one, there were a few clips placed on the previous staple line. Were any unexpected noises heard? No unexpected noises, the knife did not return and so the jaws did not open. If so, when? Were any of the forces higher or lower than expected closing, or firing? No excessive force used, only the usual. Is there any other additional information you would like to share about this device or procedure? A few hours after the surgery the surgeon was called to check on the patient due to excess fluid within his post operative drain.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition, with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back thus, the device would not open. One ecr60d cartridge reload was loaded in the device. The cartridge reload was received fully fired. The device was disassembled to verify the condition of the internal components. Upon disassembling, staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No functional testing could be performed due to the returned condition of the device.